Event description:
Customer reported a cracked or shattered touchscreen on the pump, resulting in an unresponsive touchscreen and inability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as a backup therapy for insulin delivery, and a replacement pump was sent with updated software. Customer acknowledged instructions on putting the pump into storage mode and returning the defective pump within 10 days using the provided package and label.